Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis in a guide catheter. A visual examination of the stent found that distal stent row was damaged with a stent strut lifted. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 31-jan-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via radial artery. The eccentric, with a >45 and <90 degree bend target lesion was located in the mildly calcified right coronary artery. Following pre-dilatation, a 2.25x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. A second attempt was made for the device to cross the lesion but was unsuccessful. The procedure was not completed and the patient was kept under medical supervision. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.